Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product nv201e - vitelene insert e 32mm sym. According to the complaint description, the liner was noted to be out of place on (B)(6) 2023. Insertion had been incorrect during the initial total hip arthroplasty (tha) surgery on (B)(6) 2023. The implant was removed and replaced with another liner eight (8) days later. A revision was required. According to manufacturer's reporting evaluation in accordance with 21 cfr 803, section 803.3, this event is considered reportable for the following reason: - serious injury (report not later than 30 days). The assessment for the reportability of this adverse event was based on patient harm, revision surgery. Further information was not provided. The adverse event is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Additional information: h6 - codes updated. Investigation results: as of the date of this report the complaint product was not provided for investigation. The investigation was based upon analysis of device history and historical data review, and event description. Batch history review: it was possible to identify seven batches for this period 01.01.2023-01.12.2023. The batches are: 52790482, 52790032, 52796735, 52831472, 52837065, 52860527, 52798003. The device quality and manufacturing history records have been checked for all available lot numbers and the products were found to be according to our specification valid at the time of production. There are no other similar complaints within these batches. According to manufacturer's reporting evaluation in accordance with 21 cfr 803, section 803.3, this event is considered reportable for the following reason: - serious injury (report not later than 30 days). The assessment for the reportability of this adverse event was based on patient harm, revison surgery. Conclusion/preventive measures: without the product, an exact root cause cannot be determined at this moment. The customer also mentioned that the implant was inserted incorrectly. There is no indication for a material-, manufacturing- or design related failure. In the event that the complaint product will be received for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not required.